Manufacturer narrative:
A field service engineer was dispatched to customer site. Odor/smell was confirmed. The vacuum pump oil, catalytic decomp filter and oil mist filter were replaced. Unit meets specifications and was returned to service.

Event description:
An international customer reported an event of an odor emitting from the sterrad 100nx sterilizer. A field service engineer was dispatched to assess the unit onsite. It is unknown if there were any human reactions. Asp will continue to follow up and should additional information be received, a supplemental medwatch report will be submitted. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2013.